Event description:
The customer reported a clear leak under the blood sampling valve (bsv), of the coulter lh 750 hematology analyzer. The fluid was not contained within the instrument, was an unknown volume, and leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) found, diluent coming out the end of the primary piercing needle, when he arrived. Upon troubleshooting, the instrument generated vls alarms (vls is a vent line sensor), caused when the backwash to the needle became restricted, causing back pressure to that connection and the drip of isoton. He replaced the primary needle cartridge which resolved the leak. The backwash tank was not filled, and left lift load alarms occurred as a result of fluid from the backwash tank. He cleaned diluent from under the rocker bed, removed, disassembled, and cleaned the vacuum trap jar, replaced blood detector, bd3 (fluid detector that generates the vls alarms), and replaced the restrictor tubing to the backwash tank which he noticed was not filling properly. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of the event was restriction in the primary needle cartridge. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).